Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 38 mg/dl. Troubleshooting found that the pump received a calibration error and changed sensors. Customer declined further troubleshooting for low blood glucose and did not provide any further information. No further details given.